Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, a cardiac perforation occurred. The patient experienced no symptoms, but during the post assessment, an ultrasound revealed a pericardial effusion in the right ventricle. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.